Manufacturer narrative:
The information provided in pt weight and describe event or problem were incorrect with the initial report. The correct information has been provided with this report.

Event description:
Customer called back on (B)(6) 2017 and reported other issues. During the call the customer mentioned they were previously hospitalized and they reported the issues but the call dropped off. Customer then declined troubleshooting for the low blood glucose. Customer stated he was having low blood glucose in the 30 mg/dl range. Also during the hospitalization customer's blood glucose was 450 mg/dl as they over treated for the low in the emergency room. Customer treated the high blood glucose with the insulin pump. Customer also mentioned he fell when the low blood glucose event occurred. Customer stated the insulin pump did not get damaged when they fell. The insulin pump is not returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to low blood glucose of 27 mg/dl at the time of the incident. The customer was taking insulin based off sensor glucose readings. The customer was given a turkey sandwich and glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped. Customer ended up going low after the hospitalization due to stacking insulin. The insulin pump will not be returned for analysis.